Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during the load sequence. There was no reported impact to customer's blood glucose level. Customer was able to successfully load a new cartridge onto the pump.